Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation under the lifevest. The patient's physician recommended that the patient use an over the counter cream for the irritation. The patient also began cleaning the therapy electrodes. Follow-up indicated that the irritation had healed.